Event description:
"The dealer advised that the can shaft is broken from the the base of the quad cane. Sending out new quad cane under warranty order#(B)(4)." No alleged injury.

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model 7829, serial number/date code (B)(4) is approximately 7 months old. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.